Event description:
It was reported that there was blood leak alarm three times during treatment. Treatment was discontinued, resulting in blood loss of 600 - 900 ml. There were no patient adverse events noted as a result of this event.

Manufacturer narrative:
H3/h6: from the information provided, there is no indication that there was any device malfunction or nonconformance that contributed to the reported event. Investigation was performed via log file review. The review confirmed that all three blood leak tests returned positive results, and the machine operated as intended. The elevated bilirubin levels in the patient likely contributed to the positive blood leak test results and/or compromised/damaged dialyzers. There were no console related issues noted in the log file. A review of production records for this serial number did not note any related manufacturing nonconformances that would contribute to this event.